Manufacturer narrative:
The device was received not deployed without slide insert visible through the viewing window. Data downloaded from the device indicates that the pod ran 0 pulses. The pod was received in pod state 14, indicating that the pod transitioned to a deactivation state because it was not paired with a pdm within the required duration after being filled. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.